Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples or photos were returned by the customer in support of this complaint. Lot number is unknown. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because no samples or photos were returned, and lot number is unknown. Lot number is unknown; therefore, no retention samples are available. The device history records could not be reviewed as the lot number is unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m there was a molding issue with the tube. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about suspected improper assembly. The customer reported the phenomenon that when a blood tube opening device was used to open the cap of tubes, the inner tube was lifted.